Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained that the results for one patient tested for elecsys vitamin b12 immunoassay (vitamin b12) were too high. The patient had an initial vitamin b12 result between 3000-3500 (unit of measure not provided). The sample was repeated and the result was "the same." These results were provided to the patient¿s doctor who believes the results are too high based on the patient¿s clinical picture. The doctor is wondering if there is an interference in the sample. No adverse event occurred. The instrument type and serial number was requested but was not provided.

Manufacturer narrative:
The patient sample was submitted for investigation. During the initial investigation, the customer's vitamin b12 results were reproduced. Further investigation of the sample confirmed the presence of vitamin b12 complex to igg macro b12. This specific interference is addressed in product labeling. Based on the investigation results, a general reagent issue can most likely be excluded.

Manufacturer narrative:
A specific root cause could not be identified. Additional information was requested for investigation but was not provided.

Manufacturer narrative:
A new sample or samples were obtained from the patient on either (B)(6) 2017 or (B)(6) 2017 and retested for vitamin b12. Clarification on the correct date was requested but has not been provided. The unit of measure was provided as ng/l. The customer provided results of 3678 ng/l and 4097 ng/l from (B)(6) 2017. An additional result of 3000 ng/l was provided from (B)(6) 2017. It is not clear if these results are from the same sample or from different samples. The result from a 1/2 manual dilution was provided as 1839 ng/l. The date of this test was not provided. The vitamin b12 reagent lot number for the new results is 207271. The expiration date was not provided. The serial number of the instrument was provided as (B)(4). The instrument type was not provided.

Manufacturer narrative:
The customer clarified that the new sample was from (B)(6) 2017. The result provided in a previous follow up report of 3000 ng/l was from the sample obtained on (B)(6) 2017.